Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported during an ipg replacement on (B)(6) 2025 to address normal depletion, the patient's leads had high impedances on all contacts. While attempting to revise the system, the patient experienced csf leaks. The system was explanted as a result. Patient complained of headache post-op. Patient was given fluids and caffeine to address the issue.